Event description:
It was reported sometime post vena cava filter deployment that allegedly a detached limb was projecting outside of the lumen into the duodenum. Reportedly, an attempt to retrieve the filter and detached limb was unsuccessful. The patient allegedly experienced pain. Based on a review of the medical records received, a CT scan performed for abdominal pain demonstrated a filter limb protruding through the caval wall associated with acute pancreatic inflammation. A filter retrieval procedure was scheduled, however, no attempts were made to retrieve the filter as the ivc was chronically occluded. The pancreatic inflammation subsequently resolved and general surgery recommended that no intervention was needed.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four days post filter deployment, computed tomography (CT) revealed one of the anterior tines of the filter was protruded 1.6 cm anteriorly and not fitted the contour of the inferior vena cava. The filter was in an infrarenal position. The filter migrated with extruded strut. Eventually two weeks later, a computed tomography (CT) scan demonstrated the filter with an anterior limb protruding from the ivc approximately 1.7 cm. Subsequently two years later, another computed tomography (CT) revealed invasion of the filter into the bowel and the patient denied abdominal pain. Approximately after eight years, computed tomography (CT) revealed the filter strut appeared to be extended anteriorly into the bowel and unchanged in appearance compared with prior computed tomography. Eight days later, fluoroscopy showed the filter eroded directly into the duodenum through the ampulla. Then, after four days, patient presented with abdominal pain. Subsequently computed tomography (CT) scan performed demonstrated a filter limb protruding through the caval wall associated with acute pancreatic inflammation. Additionally, an upper endoscopy revealed evidence of the filter limb located at the ampulla of vater. Therefore, the patient was scheduled for retrieval of the filter. A wire was unable to be traversed across the filter entered into collateral branches both on the left and the right. An image obtained demonstrated opacification of the cava superiorly; however, at the level of the filter, there was no contrast seen. Access was then gained to the right common femoral vein and an image obtained demonstrated opacification of the bilateral external and common iliac veins. The inferior vena cava (ivc) was patent only at the confluence before subsequently occluding. There was evidence of a large collateral emanating off the cava at this level and coursing patient left. Given these images from both above and below, it was concluded that the cava was chronically occluded. At this point, no attempts were made at endovascular retrieval of the filter. Two days later, the patient presented for filter removal and the filter was found to be chronically occluded and the filter was not removed. Around two and half months later, a computed tomography (CT) scan demonstrated resolution of the previously seen acute pancreatitis. The filter was seen with extension of a limb outside of the inferior vena cava (ivc) lumen into the duodenum in a similar position compared with multiple prior exams. There was chronic thrombus within the inferior vena cava (ivc) and right common iliac vein with associated anterior abdominal wall venous collaterals. Approximately three months later, abdominal scan revealed the filter with one displaced strut was present as previously noted and described on abdominal pelvic computed tomography scans. General surgery consulted and recommended that surgical intervention for the filter was not needed at that time. Therefore, the investigation is confirmed for the perforation of the ivc, filter migration, filter limb detachment, occlusion of the ivc filter and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with head trauma and a history of pulmonary embolism had an inferior vena cava (ivc) filter deployed. Approximately two weeks post filter deployment, a CT scan demonstrated the filter with an anterior limb protruding from the ivc approximately 1.7 cm. There was no evidence of associated hematoma or abnormal fluid collections. Approximately eight years post filter deployment, a CT scan performed for abdominal pain demonstrated a filter limb protruding through the caval wall associated with acute pancreatic inflammation. Additionally, an upper endoscopy revealed evidence of the filter limb located at the ampulla of vater. Therefore, the patient was scheduled for retrieval of the filter. An existing right internal jugular central venous line, triple lumen, was exchanged for a vascular sheath that was advanced to the ivc. A wire unable to be traversed across the filter entered into collateral branches both on the left and the right. An image obtained demonstrated opacification of the cava superiorly; however, at the level of the filter, there was no contrast seen. In addition the renal veins were both noted to be very large and were patent. Another image obtained failed to demonstrate opacification of the cava at the level of the filter, likely consistent with chronic occlusion. Access was then gained to the right common femoral vein and an image obtained demonstrated opacification of the bilateral external and common iliac veins. The ivc was patent only at the confluence before subsequently occluding. There was evidence of a large collateral emanating off the cava at this level and coursing patient left. Given these images from both above and below, it was concluded that the cava was chronically occluded. At this point, no attempts were made at endovascular retrieval of the filter. The patient was in stable condition at the conclusion of the procedure. Approximately eight years two months post filter deployment, a CT scan demonstrated resolution of the previously seen acute pancreatitis. The filter was seen with extension of a limb outside of the ivc lumen into the duodenum in a similar position compared with prior exams. There was chronic thrombus within the ivc and right common iliac vein with associated anterior abdominal wall venous collaterals. Approximately eight years five months post filter deployment, general surgery consulted and recommended that surgical intervention for the filter was not needed at that time. An upper endoscopy performed three days later, demonstrated a normal stomach and duodenum and no sign of significant pathology in the entire pancreas. The previously seen protruding filter was not noted. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two weeks post filter deployment, a CT scan demonstrated the filter with an anterior limb protruding from the ivc approximately 1.7 cm. Approximately eight years post filter deployment, a CT scan performed for abdominal pain demonstrated a filter limb protruding through the caval wall associated with acute pancreatic inflammation. Additionally, an upper endoscopy revealed evidence of the filter limb located at the ampulla of vater. A filter retrieval attempt was started however abandoned due to occlusion with the ivc. Approximately eight years two months post filter deployment, a CT scan demonstrated resolution of the previously seen acute pancreatitis. The filter was seen with extension of a limb outside of the ivc lumen into the duodenum in a similar position compared with prior exams. Therefore, based on the provided medical records the investigation can be confirmed for perforation of the ivc wall. However, the investigation is inconclusive for the alleged filter limb detachment as the medical records only identify a perforating limb. Based upon the available information, the definitive root cause is unknown labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. - perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment that allegedly a detached limb was projecting outside of the lumen into the duodenum. Reportedly, an attempt to retrieve the filter and detached limb was unsuccessful. The patient allegedly experienced pain. Based on a review of the medical records received, a CT scan performed for abdominal pain demonstrated a filter limb protruding through the caval wall associated with acute pancreatic inflammation. A filter retrieval procedure was scheduled, however, no attempts were made to retrieve the filter as the ivc was chronically occluded. The pancreatic inflammation subsequently resolved and general surgery recommended that no intervention was needed..